Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, the physician reported lead insertion difficulty, into this device header. The device was successfully implanted; however the patient passed away at home from multiple co-morbidities, unrelated to the device. Neither the family nor physician, expressed any product allegations as a cause or contributor in the patient's death. No return is expected.